Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. Two possible batch numbers are reported as follows: batch kg2491 mfg date: 06/10/2016, exp date: 05/31/2019. Batch kp7024 mfg date: 12/19/2016, exp date: 11/30/2019. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a laparoscopic esophagectomy on (B)(6)2017 and suture clips were used. During the procedure, the clip could not be locked properly, three times in a row. Another like device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
The cartridge and clips not loaded on the cartridge were returned, some were closed and one with the clip damaged. In attempt to be test for functionality, the remaining clips were manually placed on the test device and broke off. No conclusion can be drawn from this testing as all of the clips have an unknown amount of exposure to ambient conditions.